Event description:
It was reported that during a lar procedure it was found that the staples were malformed after firing. Another device was used to complete the case. The patient was fine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.